Event description:
This pt was emergently admitted to undergo a (pci) percutaneous coronary intervention. The target lesion was mid to distal (lad) left anterior descending artery. It was unk if the lesion was a de novo. The vessel was moderately calcified and slightly tortuous. There was 95% stenosis. During the procedure, a femoral approach was chosen. Pre-dilation with a balloon (hiryu: 2.5x5mm) was conducted initially. A cypher was being delivered, and when it came out of the guiding catheter there was resistance encountered. The cypher was withdrawn out of the pt, and the physician confirmed that the distal edge of the stent was slightly flared. Therefore, instead of the cypher, another cypher (same size) was implanted safely, and the procedure was successfully finished. There was no pt injury reported. The product was clinically used, and the product will not be returned for analysis because it was mistakenly discarded by the hospital.

Manufacturer narrative:
This product is similar to us cypher. Add'l info will be submitted within 30 days of receipt.